Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while in the antrum part of the stomach, staples did not take b formation and the staple line was incomplete distally. The tissue was cut but suture was used because it was not stapled. The duration of the surgery has been extended more than 30 minutes.